Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7112926/7112991.

Event description:
It was reported that the patient experienced loss of stimulation despite reprogramming attempt. The patient returned to the emergency room and was found out that there was an infection at the ipg site. Symptom of pain was noted. The infection was not device nor procedure related. It was unknown if antibiotics were prescribed. The patient underwent an explant procedure and all explanted device components will not be returned.